Event description:
An elective explant of the evoke spinal cord stimulation (scs) system was performed. The patient requested explant due to pain at their closed loop stimulator (cls) implant site. The patient additionally noted that the cls implant location resulted in charging difficulty.